Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that they were having problems with their neurostimulator. The patient clarified that they can feel stimulation in their legs and not in the intended area (which is their back). The patient also noted that they used to be able to feel stimulation on both sides with each program and that they now didn't feel that. The patient decreased the stimulation on program 1 down to 2.10v and could feel it a little bit. The patient then increased the stimulation to 2.90v and did not feel it increase in their back. The patient reported that they felt a ¿quick power surge¿ and then it went away. The patient clarified that the stimulation sensation went away. No further complications are anticipated.